Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) in backup mode due to off-label MRI; there were no high voltage therapies active during backup mode. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6)2022.